Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp, and observed that the unit was not booting up. The fse determined that the power management board needed to be replaced and ordered and subsequently replaced this part. The fse observed evidence of saline drips on the board he removed and subsequently inspected the iabp for any other damages from saline, but nothing was found. The iabp booted up correctly. The fse then reviewed the logs and due to the fault codes that were recorded, the fse uploaded the software per manual recommendations to resolve any issues. Additionally, the fse replaced the tidal disk due to iabp cycle count then performed leak checks along with full functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) stopped operating and shut down. No adverse event was reported.